Event description:
The customer was sent product samples of greiner tubes for verification by their account manager. After trialing the tubes, the customer reported product enhancement feedback and product complaint feedback. The customer advised one green top tube caused errors on their ortho vitros 7600 chemistry analyzer and the tubes are slippery with gloves on. The customer advised they were unsure of further specifics. The tube was repeated and the error cleared.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. No batch numbers were provided by the customer. No further information or clarification was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined.